Manufacturer narrative:
Upon failure analysis, it was confirmed that the femoral cutting guide was broken. A document review of the lot 096775 ((B)(4)) was performed and no particular issues were found related to the adverse event happened. No other similar event was reported concerning this lot. The breakage is thought to be associated to an improper use: hammer hits were probably done by the surgeon in order to assure a close contact between the cutting guide and the distal cut. Repeated hammer hits could have weakened the instrument, leading to its breakage. On the basis of medacta's risk analysis, the failure mode is unlikely to cause pt harm since, also in case of breakage, the cuts could be performed because the guide is fixed to the bone with the pins, as happened in this case.

Event description:
The instrument involved is a gmk femoral cutting guide 4/1 #5 ((B)(4), lot 096775). The cutting guide broke during surgery. Further investigation needed to determine the root cause of the event. No patient/user harm. The surgery was completed successfully.